Event description:
During surgery, the tip of the tap instrument broke off and was noticed post-operatively. No adverse consequences to the patient were reported.

Manufacturer narrative:
The customer reported event was confirmed via visual inspection. The event resulted in a no surgical delay. The device was confirmed to have the tip fractured off. Tap tip was not retrieved. The fractured piece was not returned. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. It was reported that the tap was used less than 10 cases and he had it for 1 year. Inserted at a normal angle and the pedicle probe was used to prep the hole. Tap was not impacted and the patient had normal bone quality. The tap fracture was not noticed until after the case during putting the kit back together. No way for rep to confirm if it was broken before, during, or after the case. Material analysis was performed and the tip of the tap was found to have fractured in a mixed mode of ductile and cleavage overload due to an applied cantilever force. The measured hardness and observed elemental constituents were consistent with the print. No material or manufacturing defects were found. Conclusion: as it is unknown when the tip fractured, a definite root cause cannot be determined. As material analysis found that the tap fractured due to an applied cantilever force, it is possible the tap fractured during rough handling during cleaning/sterilization, such as getting caught on or in-between a tray.

Event description:
During surgery, the tip of the tap instrument broke off and was noticed post-operatively. No adverse consequences to the patient were reported.